Event description:
It was reported that pump displayed cgm error 42 and then battery drained completely, causing shutdown alert. There was no reported impact to the customer¿s blood glucose level. Customer powered pump back on, successfully restarted g6 sensor session, resumed insulin delivery, and received education from technical support about pump reset that had occurred.